Manufacturer narrative:
(B)(4). Nonconforming cartridge weld and damaged lifter. The analysis results showed that one device was returned with the nose open as the nose weld was noted to be insufficient not allowing the staples to properly advance resulting in the device to not work properly. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia repair procedure, there were jammed staples. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.